Event description:
The caregiver of a pt was brushing the teeth of the pt when a portion of the splash guard broke off. The caregiver attempted to retrieve it but the individual swallowed it. The individual was then taken to the ER for x-rays and was sent back to the care center for observation. Pt was reported as "ok."